Manufacturer narrative:
This report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a tfna procedure with the implants in question on an unknown date. Postoperatively, the patient had a suspected surgical site infection. It was seen on x-rays that the tfna screw had become disengaged from the locking mechanism. On (B)(6) 2021, the surgeon further advanced the internal locking mechanism in order to re-lock the screw. There was a surgical delay of greater than (30) minutes. It was stated that during the initial implant surgery that the screw was too short and advanced further than the surgical technique states it should be positioned. This report is for (1) unk - nails: tfna. This is report 2 of 3 for (B)(4).